Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken teflon pad at the distal end. Approximately 0.078" x 0.115" was broken off and was not returned with the instrument. An additional finding not reported by the site was also identified. The harmonic ace instrument was found to have scratch marks on the blade.

Event description:
It was reported that during a da vinci-assisted gastronomy surgical procedure, the white tip of the harmonic ace instrument almost fell off. The surgeon replaced the instrument to prevent the tip from falling into the patient. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm or injury.